Event description:
Event description cpi received information that this atrial bipolar lead was exhibiting poor p wave measurements and high thresholds. The physician suspected dislodgement. Attempts to obtain information regarding the current status of this lead were unsuccessful. No known surgical intervention has been performed.